Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Evaluated one opened and used reservoir. Inspected reservoir, snap-cap and septum for anomalies. None were found. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specification. Reservoir not occluded.

Event description:
Customer called reporting that her blood glucose levels were high. She inserted her infusion set at 8:00 am, and her blood glucose levels kept rising. She changed sites around 1:00 pm, but her blood glucose kept rising. At around 5:30 pm she changed the infusion set and reservoir and gave herself insulin. Customer's blood glucose is now back down to 114 mg/dl. She stated that everything is working now, but wants to send the reservoir back for analysis. Nothing further reported.